Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2022-02108. It was reported the patient's lead had migrated. Surgical intervention was undertaken on (B)(6) 2022 during which the existing lead was explanted and replaced. Note: it is unknown which lead had migrated so both are being reported.